Event description:
It was reported that the procedure was to treat a lesion located below the knee that was tortuous and non-calcified. Reportedly, 3.5x28 xience prime btk balloon would not inflate at all to deploy the stent. The device was exchanged for a new device with no consequence for the patient. The device was exchanged for a new device with no consequence for the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported complaint (activation failure/stent) could not be replicated in a testing environment due to the condition of the returned device. An attempt was made to pressurize the indeflator to rated burst pressure, but fluid was leaking at the noted guidewire exit notch tear. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. In this case, it is likely that the device and the guide wire were inadvertently mishandled resulting in the noted tear/leak, stretched material, bent and exposed skive and subsequently the reported activation failure. The investigation determined the noted tear/leak and reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.